Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection and functional testing. The evaluation determined that a component was not connected properly. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) was unresponsive, and the device was returned for evaluation. There was no patient or customer involvement.